Event description:
The complaint was reported as: the customer alleges that heated wire came in contact with the tubing and melted the tubing. A circuit leak was noted. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure of catalog number # 780-35, were reviewed and no findings related to the reported issue were found. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint was not confirmed due the lack of product sample to perform a proper investigation and determine the root cause. If the product sample becomes available this complaint will be reopened.